Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure the physician was utilizing a procise ez view plasma wand. The tonsillectomy portion of the procedure was completed without incident; however, the physician noted that the wand was not coblating as robustly. During removal of the adenoids the coblate power was increased to the highest setting and approximately five to six minutes into the removal of the adenoids the physician felt that the want was still no coblating as robustly. A new procise wand was retrieved and again the physician noted immediately that the wand was not coblating effectively. The physician ultimately switched to a bovine pencil to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, age, weight and gender were not available. Reference manufacturer's report(s): 9019871-2012-00527.